Event description:
It was reported that sometimes post port placement procedure, the catheter was allegedly got broken and separated from the port. Reportedly, broken catheter got dislodged in the heart. However, the external port was removed as normal procedure, but the internal cannula migrated into the right ventricle. Reportedly, the broken part was removed by the surgery. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. Two partial compound circumferential breaks were noted approximately 8.6cm and 9.2cm from the distal end of the cath-lock and a complete circumferential break was noted to the distal end of the attached catheter. The edges of the partial compound breaks were noted to be uneven, and the surface appeared to be round and smooth in both regions. The complete circumferential break of the distal catheter was noted to be rough. The surface was noted to be round and smooth in one region and granular in the other. Upon infusion, water was noted leaking from partial compound breaks and exiting the distal end of the catheter. Aspiration was unsuccessful. In addition to the returned physical sample, one electronic image was provided for review. The image shows fracture of the x-port catheter with complete separation of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for reported migration issue as there were no objective evidence obtained from the provided image. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year seven months and twenty-three days post port placement, the catheter allegedly got broken and got separated from the port. It was further reported that the broken catheter got dislodged in the heart. Reportedly, the port was removed by the surgery. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.